Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life) issue. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1 date of submission 09/26/2016 device evaluation: the pump has been returned and evaluated by product analysis on 08/30/2016 with the following findings: during investigation, a review of the pump black box data revealed that information from the event date had been overwritten due to continued use of the pump. No evidence of short batter life was observed; there was one replace battery alarm related to a discharged replacement battery. A visual inspection of the pump showed that the battery compartment was cracked with evidence of moisture corrosion. The pump failed a leak test at the battery compartment. During testing, the pump¿s current draws measured within specifications. The pump cover was opened and no internal defect was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).